Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a correction to model number was made to reflect correct model as 2490c8.

Event description:
It was reported by the patient that following a power outage all of the indicator lights on the carelink monitor are blinking. Troubleshooting to get the monitor to reset was unsuccessful. The monitor will be replaced. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.